Event description:
Bed with brake malfunction. Deflated during pulmonary artery catheter insertion. Attempts to reinflate were unsuccessful. Bed making a clicking noise. Memory return not working. Three screws noticed under bed with one round, 2 inch long bar. Pt moved to a different bed and procedure resumed. Three ICU rns unable to resolve inflation problem with bed. Reported immediately to distributor.